Event description:
It was reported that a malfunction alarm, identified as malf 12, occurred. There was no adverse impact on the customer's blood glucose level. Technical support assisted the caller with resetting the pump and provided information for further resets, ensuring the pump functioned correctly without recurrence of the malfunction. The customer was advised to continue using the pump and to contact support again if the issue reappears, which the customer acknowledged and understood.